Event description:
A peritoneal dialysis nurse reported that blue stay safe connector fell out of the patient line and dialysis solution leaked out of the blue stay safe connector. Nurse stated that the blue stay safe connector fell out of the patient line and that caused air in the lines. Nurse reset up with new supplies and patient was able to complete their treatment with no adverse effects. Nurse stated that the blue stay safe connector felt damp and the pin looked loose. Sample is not available for return.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.